Event description:
All dash 4000's in all the emergency department rooms were spontaneously powering down and resetting with patients attached. This created a situation where patients could not be properly monitored and was a patient safety issue. To this day when we have patients attached to wireless monitoring, the rebooting still occurs. We had to hard wire all rooms of the ER to be able to monitor patients effectively. We have been working with ge since the (B)(4) 2010 incident and no resolution to date has been found.